Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by a company representative that during a craniotomy a drill bit fractured off when drilling into a pmma cci implant at approximately 2-3 mm into the implant . The bit remained in the implant but was not touching bone. It was reported that there was no impact patient involvement, and the procedure was completed successfully after a delay of about 10 minutes.

Manufacturer narrative:
The reported event that the tip of drill fractured off could be confirmed. The visual investigation revealed that the drill helix of the returned drill is broken off and shows a typical secondary crack due to too high torsional and/ or bending forces. The broken off fragment was not returned. The fracture surface shows the appearance of a ductile forced rupture due to high bending forces. Based on investigation the root cause of the drill helix breakage was attributed to a user related issue due to applying too high forces. Furthermore, it was determined that the drill was jammed in the adapter. By means of a pliers, the drill was slightly turned in clockwise direction. Afterwards the release mechanism of the adapter could be loosened to remove the drill. The drill showed a strong plastic deformation in combination with slight material bulging at the coupling area. The shape of the deformation indicates a jamming with the release mechanism (ball) of the adapter. A subsequent performed check of the dis-assembling function revealed that although the coupling area of the drill shows a plastic deformation and slight material bulging, the dis-assembling worked correctly. On the surface of the adapter residues were visible indicating an insufficient cleaning and/or maintenance procedure. Additionally, a handling test was performed in order to reproduce the failure mode and to determine the root cause. Within this handling test it was noticed that the determined damages can only occur by turning the drill-adapter combination with increased forces in counter-clockwise direction while the drill is blocked. Based on investigation the root cause for the determined failure modes could be attributed to user related handling issues. By applying to high torsional forces in counter clockwise direction while the drill was blocked, the coupling area of the drill got plastically deformed and jammed with the release mechanism of the adapter. No indication was found that the determined observation was a design, material, or manufacturing process related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
It was reported by a company representative that during a craniotomy a drill bit fractured off when drilling into a pmma cci implant at approximately 2-3 mm into the implant . The bit remained in the implant but was not touching bone. It was reported that there was no impact patient involvement, and the procedure was completed successfully after a delay of about 10 minutes.